Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The non healthcare professional reported that the irrigation luer lock broke and parts stuck in irrigation aspiration reusable during cataract surgery. It was decided to open a new fluidics management system pack with a new handpiece to continue the viscoat removal mode. It was managed to complete the surgery successfully. There was eye contact with patient but no harm was done to the patient. This report pertains to cassette tubing involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As a result of an internal review of the file, following submission of the initial report, it was confirmed that the nurse broke inadvertently during the insertion of the male plug to the irrigation aspiration handpiece. Accidentally the force applied during the insertion cause the plastic part to break. Hence this was considered as user error and this event (irrigation luer lock broke and parts stuck in irrigation aspiration reusable) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 1644019-2024-01897. The manufacturer internal reference number is: (B)(4).

Event description:
Following submission of the initial report, it was confirmed that the nurse broke inadvertently during the insertion of the male plug to the irrigation aspiration handpiece. Accidentally the force applied during the insertion cause the plastic part to break. Hence this was considered as user error and this event (irrigation luer lock broke and parts stuck in ia reusable) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.